Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion. The physician elected to explant the ipg. The bipolar lead, model 4269, was also explanted at this time because of high pacing thresholds.

Manufacturer narrative:
Event conclusion the bipolar lead has not been returned for analysis. Cpi analysis of the ipg found that at the implanted parameters the device goes into erp after pacing for a few minutes into 500 ohm loads at 37c. The unit was repeatedly tripping into ert after clearing the indication several times. Analysis noted that the device would enter into a high current state when the atrial amplitude was programmed to 4v or higher. The cause of the high current was isolated to c21, a 0.1uf ceramic chip capacitor in the atrial output circuit, which had become electrically degraded.